Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display as a result of moisture damage on the electronic assembly. Further testing was not performed due to the blank display.

Event description:
The customer reported that the insulin alarmed. Troubleshooting was performed and the device did not alarm. However, the battery was changed for testing and the device alarmed. No further information was provided.